Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and cystoscopy. It was reported that patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) at (B)(6) health due to sui and voiding dysfunction.